Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2020. According to the complainant, during the procedure, the peg tube was difficult to pull through the stoma. The physician introduced the trocar however an initial incision was not done first. Reportedly, problems began when incisions were made alongside the tubing while trying to pull the tube through the site. This created several micro perforations. The patient went to surgery. Per physician assessment, the peg tube contribute to the micro perforations. The IFU (instructions for use) endovive safety peg kit pull method fourth step states the following: using the exposed blade of the safety scalpel provided, make a 1 to 1.5 cm incision at the selected incision site.